Event description:
Additional information received reported the patient¿s pump had been in safe state for over a year and it was just getting around to be replaced at the time of the report due to other medical issues.

Event description:
Additional information: it was later reported the patient experienced some symptoms of withdrawal but it was unclear if due to the pump or other issues at the time. The patient had been in the hospital from another surgery. It was reported that the patient had extensive back and neck surgery and infection unrelated to the pump. The infection was noted as 'hardware infection' related to spinal fusion (rods in back). Per the health care provider the pump was explanted but was not sure when. It was planned to wait for patient to be free of infection for 3 months then implant another pump. The patient had been seen in the clinic since explant and was noted to be 'ok' but in pain. The patient was on oral medication at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
The patient had been in the hospital on (B)(6) 2012 where the hospital staff heard the critical alarm. The patient did not hear it initially. The patient was on antibiotics because he was ¿pretty sick.¿ the patient had a lot of pain in his stomach and his back, which was noted as not normal pain. When the pump was interrogated it was noted that many of the settings were changed to a ¿zero¿ value. When the values were re-entered and the pump updated, the refill alarm date was noted as (B)(6) 2025.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8711, lot # n086968026, implanted on: (B)(6) 2007, explanted on: unknown.

Event description:
Additional information received from a consumer indicated the patient experienced a pump/delivery failure resulting in injuries of hospitalization, surgery, and overdose.

Event description:
It was reported that an alarm was heard. A refill had been done at the end of (B)(6) with the next refill due (B)(6) 2012. The patient had fallen backwards about 1.5 weeks ago and an MRI had been done but it was performed after he had heard the alarm. Telemetry confirmed a critical alarm and safe state had occurred. The health care provider reported that there were only 2 logs on the printout-both from (B)(6) 2012- reset occurred and pump in safe state. Elective replacement indicator (eri) showed 1 month and previously on (B)(6) 2012 showed 24 months. Reservoir volume and low reservoir volume both showed 0. The pump was updated to minimum rate mode and the logs re-read. The logs revealed that another reset occurred and the eri showed 81 months. The hcp reported that the pump would be replaced. The pump delivered fentanyl, hydromorphone, and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was explanted on (B)(6) 2014 and replaced. The patient had been cleared by his in fectious diseases doctor for replacement surgery. The cause of the product issue was not determined. The patient status at the time of the report was ¿alive- no injury.¿